Event description:
Facility reported that the full bed rails on an unknown bed would not stay in the up position, the knob is broken.

Event description:
Facility reported that the full bed rails on an unknown bed would not stay in the up position, the knob is broken.

Manufacturer narrative:
(B)(4)- - initial mfg report # 1525712-2015-02353 was submitted to the FDA on (B)(4) 2015. Information has been obtained that this unknown bed is not an invacare product. The bed / rails are a medline product. No MDR needed to be filed by invacare.